Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open at the distal end. The patient was undergoing embolization surgery for treatment of an unruptured, blister-like, right supraclinoid aneurysm with a max diameter of 1.5 mm and a 1 mm neck diameter. The landing zone arterial diameter was 4 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Right femoral artery access vessel diameter was 7 mm. The patient has a history of panvascular disease. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as "angiografia cerebral sin lesiones residuale". The microwire was removed, and through the phenom 27 microcatheter a 4.25 mm × 20 mm pipeline shield flow-diverting intravascular stent was advanced. Deployment was initiated from the distal supraclinoid segment; however, distal opening of the device was not observed. Therefore, resheathing of the device was attempted, but this was unsuccessful after repeated maneuvers. A decision was then made to further deploy the device and perform push-and-pull maneuvers in an attempt to achieve distal expansion. After multiple unsuccessful attempts, the stent was resheathed and withdrawn from the patient with the microcatheter. There was no alleged issue with the microcatheter. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 231688436); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.